Event description:
The patient reported walking "about 14 steps and feeling something like an electrical shock in the vicinity of his device." The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.